Event description:
The sales representative reported on behalf of the customer that the c6380 spectrum ii suture hook, disposable, 45° right device was being used during a labral procedure on (B)(6) 2025 when it was reported ¿surgeon was using spectrum with the right hook, hook broke off. Surgeon did not seem to be forcing it through the tissue. Surgeon removed the piece and a blitz was opened.¿. The procedure was completed with the use of an alternate device and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event right hook breaking off is confirmed. The device is not being returned; however, photographic evidence has been provided. The root cause cannot be determined, however, based upon the photo, and the IFU, the likely cause of this event was excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 11 complaints, regarding 11 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised that if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result we will continue to monitor per regulatory requirements to help ensure patient safety.